Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, "revised a tc3 revision femur due to the central bolt that connects the femur to the sleeve breaking. The broken screw could not be removed from the sleeve so it was removed with the attached stem. Sleeved appeared to have good bone ingrowth. An lps distal femur was used for the revision. The tibial components were well fixed and remained in situ. The poly was also changed to an lps poly to accommodate the femur. The bolt was floating in the femoral articular space and did cause some minor damage to the patella but the surgeon decided not to revise the patella. There was some minor signs of metalosis and some metal debris in the poly". The product was not returned to depuy synthes, however an x-ray and photos were provided for review. The attached photographs were reviewed, however, the reported pfc sigma fem post aug sz4 8mm could not be seen due to coverage by cement and organic material. Additionally, the x-ray images did not reveal any indications of device nonconformance. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the evidence provided contained insufficient evidence of the reported pfc sigma fem post aug sz4 8mm. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a tc3 revision femur due to the central bolt that connects the femur to the sleeve breaking. The broken screw could not be removed from the sleeve so it was removed with the attached stem. Sleeved appeared to have good bone ingrowth. An lps distal femur was used for the revision. The tibial components were well fixed and remained in situ. The poly was also changed to an lps poly to accommodate the femur. The bolt was floating in the femoral articular space and did cause some minor damage to the patella but the surgeon decided not to revise the patella. There was some minor signs of metalosis and some metal debris in the poly. This was the patients second revision. Original tka unknown but lcs was implanted. First revision was tc3/mbt which was performed.